Manufacturer narrative:
Findings: pump was received with blank display due to corroded battery tube. Unit had broken battery cap, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 149 mg/dl. The customer stated there is battery corrosion on battery compartment. The customer doesn't know how it occurred, pump hasn't dropped or wasn't exposed to high temperature. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.